Event description:
A report was received from the USA indicating the device screen was blank and the device was inoperable. There was no pt involvement.

Manufacturer narrative:
The customer support engineer replaced the graphical user interface (gui) central processing unit (cpu). The device passed performance verification testing (pvt) according the mfg specifications. The service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. (B)(4).